Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect. Reportedly, the time was off due to a non-pump issue. Tandem technical support assisted the customer with correcting the time. The customer¿s blood glucose (bg) subsequently decreased due to the pump time being off resulting in a bg level of 50 mg/dl. Bg was addressed by consuming carbohydrates.